Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. C91773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, parity 3, pap smear, colposcopy, headache, fatigue, obesity, boil, vaginal delivery and influenza. Previously administered products included for contraception: birth control pills from 2012 to 2014. Concurrent conditions included obesity. Concomitant products included ibuprofen from 2015 to 2018 and paracetamol (tylenol) from 2015 to 2018. In (B)(6)2015, the patient experienced rash ("rashes"), alopecia ("hair loss"), mood altered ("moodiness"), urinary tract infection ("infection (urinary tract)"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), vulvovaginal pain ("vaginal pain") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, rash, alopecia, mood altered, urinary tract infection, migraine, nausea, allergy to metals, vulvovaginal pain, vaginal discharge and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, migraine, mood altered, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: it was reported that most of the symptoms resolved after essure removal. Most, if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion; on (B)(6)2015: total bilateral occlusion; on (B)(6)2015: occluded fallopian tubes bilaterally.. Pathology test - on (B)(6)2018: final diagnosis: right fallopian tube, salpingectomy: 1. Fallopian tube with no histopathologic abnormality. 2. Foreign body consistent with essure device. Left tube, salpingectomy: 1. Fallopian tube with no histopathologic abnormality. 2. Foreign body consistent with essure device. Right ovary, biopsy: ovarian tissue with features suspicious for endometriosis. Pregnancy test - on (B)(6)2015: pregnancy test positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2019: pfs received. Processed with fu no. 05. Lot number was added. On 12-dec-2019: mr received. Processed with fu no. 04. No new significant information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. C91773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, multigravida, pap smear abnormal, colposcopy, headache, fatigue, obesity, boil, vaginal delivery and influenza. Previously administered products included for contraception: birth control pills from 2012 to 2014. Concurrent conditions included obesity. Concomitant products included ibuprofen from 2015 to 2018 and paracetamol (tylenol) from 2015 to 2018. In (B)(6) 2015, the patient experienced rash ("rashes"), alopecia ("hair loss"), mood altered ("moodiness"), urinary tract infection ("infection (urinary tract)"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), vulvovaginal pain ("vaginal pain") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rash, alopecia, mood altered, urinary tract infection, migraine, nausea, allergy to metals, vulvovaginal pain, vaginal discharge and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, migraine, mood altered, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: it was reported that most of the symptoms resolved after essure removal. Most, if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion; on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: occluded fallopian tubes bilaterally. Pathology test - on (B)(6) 2018: final diagnosis: right fallopian tube, salpingectomy: 1. Fallopian tube with no histopathologic abnormality. 2. Foreign body consistent with essure device. Left tube, salpingectomy: 1. Fallopian tube with no histopathologic abnormality. 2. Foreign body consistent with essure device. Right ovary, biopsy: ovarian tissue with features suspicious for endometriosis. Pregnancy test - on (B)(6) 2015: pregnancy test positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included ibuprofen from 2015 to 2018 and paracetamol (tylenol) from 2015 to 2018. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced rash ("rashes"), alopecia ("hair loss"), mood altered ("moodiness"), urinary tract infection ("infection (urinary tract)"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), vulvovaginal pain ("vaginal pain") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rash, alopecia, mood altered, urinary tract infection, migraine, nausea, allergy to metals, vulvovaginal pain, vaginal discharge and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, migraine, mood altered, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: it was reported that most of the symptoms resolved after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information updated. Case became incident. Previously reported event injury was updated with new events: pelvic pain, rashes, hair loss, moodiness, infection (urinary tract), migraines / headaches, nausea, nickel allergy, vaginal pain, vaginal discharge, weight gain. Medical history and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.